Event description:
The initial reporter stated that the pump had cracks in the cassette and damaged hinges. When the pump was returned to mmdg for evaluation, the pump under infused at a rate that mmd considers reportable. The initial reporter stated that the complaint had not had any effect on a patient. The volumetric failure was discovered at moog. [Complaint-(B)(4)]

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. During the investigation mmdg found that the pump roller movement was restricted, which caused the volumetric failure. The pump was serviced to correct the issue.